Event description:
It was reported that a patient received a skin burn after being treated with closurefast catheter. The patient was complaining of pain in the treated area, and the physician prescribed avelox and silvadene. The physician also performed a skin and subcutaneous tissue excision down to the healthy tissue.

Manufacturer narrative:
Upon initial knowledge of this skin burn complaint, the clinical marketing department was immediately alerted of the reported condition. The physician was provided with additional training and a follow-up with the physician will occur. No other complaints have been received for this lot number, and a review of the DHR indicated that all products met required specification at the time of release. At the last follow up, the patient's condition was noted as excellent. Please note that skin burns are a known complication of venous ablation, and are always associated with user technique. Proper use of the product requires a procedure known as tumescence. Tumescence, is accomplished by infiltrating an anesthetic solution into tissue above the vein to be treated at various points along the treatment path. This injection is intended to accomplish two important results: it provides protection for the patient against any pain that may be associated with the procedure, and most importantly, it assures that the vein to be treated is depressed and maintained at least one to two centimeters from the skin surface. This distance has been shown necessary to prevent skin burns. Vnus' clinical experience with radiofrequency venous ablation treatments indicates that skins burns are always caused by maintaining inadequate distance between the skin surface and the anterior vein wall. The product's instructions-for-use clearly provides guidelines for the proper administrations of tumescent infiltration.